Event description:
It was reported that outside of surgery, the unit had a suspicious noise. There was no patient involvement. During device evaluation, it was discovered that the motor speed was unstable. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the motor speeds were unstable and the motor was corroded, the machined head was damaged, the reciprocating arm and seals were worn, the control bar was out of position, and the device was out of calibration. The motor, power switch, plug harness assembly, reciprocating arm, machined head, pin, ball plunger, lever, seals, screws, and bearings were replaced, and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: italy.